Manufacturer narrative:
--

Event description:
New information received indicates that the patient had additional inappropriate shocks despite previous programming changes. The device was reprogrammed again. It was also noted that the patient has been non-compliant with their medications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was brought to the emergency room due to numerous inappropriate shocks as a result of rapidly conducted atrial fibrillation. The inappropriate shocks resulted in therapy exhaustion. The patient was reported to have suffered psychological distress as a result of the inappropriate shocks. The device was reprogrammed and remains in service.